Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was instructed to return the defective pump to tandem, and a replacement pump with updated software was sent to them. Tandem technical support provided guidance on transitioning to the new pump, and the caller acknowledged understanding the instructions.